Event description:
Postoperative dilaudid pca 25mg/250cc normal saline was completely infused within a short period of time. Patient became drowsy, but responsive with stable vital signs. Narcan 0.4mg given with immediate results. No adverse outcome.